Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on unknown date of february 2021. The customer¿s blood glucose level was 500 mg/dl. The customer was assisted with troubleshooting. The customer was treated with regular medication, manual shot and dialysis. The device will not be returned for analysis.